Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) viewer and installed updated covers to solve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc viewer was analyzed and failure was replicated on site and in lighthouse (aperture). Performed a visual inspection and found no problem related to reported issue. Installed on an internal eft system but was unable to replicate any errors or failures during system testing. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer found the system unplugged and now have a 40096 error when powering on. Technical support engineer (tse) verified 40096 and 311 error in logs for console 1. Tse walked the customer through a hard power cycle, but errors came back on power up. Tse inquired if customer required 2 console, but they did not. Tse had the customer unplugged blue fiber cable for console 1 at tower and power back up. System powered back on without error with only console 2 connected. The procedure was completed with no reported injury.